Event description:
It was reported that the patient presented in the emergency room after receiving multiple high voltage therapies. The patient was found to be in an ongoing vt that the device had appropriately diagnosed but been unable to convert through high voltage therapies. The patient was successfully converted with external defibrillation. The patient has a very low ef, is constantly in a slow vt, has a lvad, and is awaiting a heart transplant. The physician believed that the event was due to the preexisting condition of the patient, and was not a problem with the device. The patient was presented with surgical options to resolve the issue of the device being unable to convert the vt, but elected not to undergo a procedure at this time. The physician turned off hv therapies from the device and set up the device to alert the patient if his heart rate accelerates to an unsafe speed. The patient was instructed to report to a hospital if an alert was received.

Manufacturer narrative:
(B)(4).